Event description:
It was reported that the device would not interrogate during follow-up. It was noted that the patient had felt a vibratory alert in the previous month, but had not been seen. The device was replaced.

Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory. The device had no telemetry as received. The device was tested on the automated electrical test system with a replacement battery. No anomalous current was detected. The high voltage dump rate was slightly high, but no other anomaly was detected. Destructive analysis of the battery at an outside laboratory found no anomalies. The cause of the battery depletion remains undetermined.

Manufacturer narrative:
No medwatch form was received.